Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The customer stated that the retainer ring broken and chipped. The customer also stated that the insulin pump not bumped or dropped or no car accident. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken battery tube threads and stripped battery cap(p) coin slot.